Event description:
During a tibial tunnel procedure utilizing the biosure ha, 9mm x 30mm, it was reported that the screw tip cracked. The crack occurred when surgeon was twisting the screw into the tunnel of the tibia. Another biosure ha was used as a backup device. There were no reported patient injuries or complications.

Manufacturer narrative:
One biosure ha, 9mm x 30mm was returned for evaluation of the reported complaint mode, "broken screw". No information was received with regard to tunnel size or the use of a starter or tap. The reported complaint was confirmed. Visual inspection found the distal tip to be cracked. The distal tip was also found to be deformed. This may be the result of not using the required starter for this device, or the user may have encountered harder bone than expected. Per the IFU, "use an appropriate size tap to pretap the insertion site prior to screw insertion.", and "in cases where hard bone is encountered, it is recommended that a tap 1 mm larger than the screw size be used.¿ a review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).